Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection noted damaged pump tubing. The set was gravity tested with methylene blue and a leak was noted through a small hole in the pump tubing. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set presented a leak. There was no patient involvement. No additional information is available.